Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pump was filled with normal saline and programmed to a minimum rate "for a long time." After the pt lost weight, the pt underwent surgery to replace a 40 ml pump with a 20 ml pump, and reposition the pump location from the pt's stomach to the backside. The catheter was replaced due to a "break, tear, hole." It was not reported if the catheter issue was determined prior to surgery. The pt outcome was not reported. Add'l info has been requested, but was not available as of the date of this report.